Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was p waves oversensing noted of the right ventricular (rv) his bundle lead. When they attended the pacing clinic, oversensing could not be reproduced. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.